Manufacturer narrative:
The customer returned samples for investigation. The samples are correctly non-reactive in hiv combi pt and false reactive in hiv duo (ag module). Due to the specificity as claimed in the corresponding method sheet of elecsys hiv duo, single false reactives can occur. The reagent performs within specification.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
The initial reporter complained of questionable (B)(6) combi pt results for 1 patient tested on a cobas 6000 e 601 module. A (B)(6) result was reported outside the laboratory. The physician questioned the result because the patient was (B)(6). Refer to the attachment to the medwatch for all patient data.